Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a dent along the shaft. Engineering actuated the device and experienced incomplete clip closure. The bent shaft may have contributed to the improper clip loading. Although the root cause of the damaged shaft cannot be determined, the dent on the shaft likely happened while removing the device from the tray packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical is currently investigating packaging enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Gastric bypass - "clips were coming out malformed due to bent shaft." Patient status - "ok."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.